Event description:
Two patients with discrepant ckmb results. Patient 1, initial result 38 ng/ml, repeat 20ng/ml. Patient 2, initial result 19 ng/ml, repeat performed by alternate methodology gave 10.6 ng/ml. Initial result was not reported. Field service rep determined root cause was defective measuring cell and replaced the measuring cell. Performance tests were performed and were within spec.